Event description:
It was reported that during a procedure with this fiber, it burned and it also burned the debris shield. The fiber was replaced and the procedure was completed without reported complications. Analysis of the fiber identified a fiber internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector was in good condition; however, light was not passing through the face. The fiber was connected to console, and there was no aiming beam. The console read: treatment used: 1 treatment left: 9. The observed condition of no light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.